Manufacturer narrative:
The device was returned to an authorized resmed third party service center and an evaluation confirmed the complaint. The pneumatic block sensor circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that the pneumatic block sensor circuit board of an astral device failed to complete an internal self-test. The device was not in patient use when the reported event occurred.

Event description:
It was reported to resmed that an astral device failed to complete an internal self-test. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to process contamination during manufacturing. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).